Event description:
Event description boston scientific received information that this patient was admitted to the emergency room for an unknown reason. This caller was contacted to evaluate the patient's pacemaker but did not have a programmer to use. The patient has an underlying rate of 40bpm. This device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005).

Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to try to obtain a magnet response. The caller stated that they were going to contact a bsc field representative to come onsite. Attempts to obtain additional event information were unsuccessful. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was subsequently explanted for normal battery depletion and was returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product issue will be updated if additional information is received.